Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had no delivery alarm and reservoir leaks. Customer's blood glucose at time of incident was unknown. Customer stated that she needs 3 infusion sets and 3 reservoirs replaced. Customer was advised that we will send 3 infusion sets and 3 reservoirs.